Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The device was returned to the manufacturer's service centre for evaluation. Lcd screen operated as it should and no issues were found. No significant events were found in error log and no other operational or physical problems with the unit was observed.